Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum of the catheter was damaged. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned with the dilator separated from the shaft of the delivery catheter. The shaft of the delivery catheter was kinked at 33.2 cm. The septum of the delivery catheter leaked during flushing. The septum of the delivery catheter was damaged causing the septum to leak during flushing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure when the introducer was placed into the septum there was damaged to the valve and there was a lot of blood leaking. The introducer was attempted/not used and replaced. No patient complications have been reported as a result of this event.